Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2026, thoracic endovascular aortic repair (tevar) (elective) was performed for a residual aneurysm extending from the aortic arch to the descending aorta, following total arch replacement for a thoracic aortic aneurysm. The access route was the right common femoral artery. The treatment length exceeded 350 mm. The deployed devices and their respective landing sites were as follows. No apparent leak was observed on the final angiography. The overlap of approximately 2.5 stents had been achieved for zta-p-32-201-w1 and zta-de-34-112-w1. Aortic arch: zta-p-32-201-w1 distal arch: zta-de-34-112-w1 descending aorta: zta-de-38-91-w1, zta-p-40-217-w1 a computed tomography (CT) scan obtained on postoperative day 6 showed that, at the most proximal site, the overlap length between zta-p-32-201-w1 and zta-de-34-112-w1 was approximately 1.5 stents (as the proximal stent has a scalloped configuration at the distal extension, the effective overlap is approximately equivalent to one stent). A leak from the junction was suggested. The distal ends of both the zta-p-32-201-w1 and zta-de-34-112-w1 were connected within the aneurysm sac; therefore, they were not fixed. The procedure was performed based on a treatment plan utilizing four devices (two main devices and two extensions). As a result, the overlap length was not sufficient and, in retrospect, proved to be insufficient. Patient outcome: the patient will be followed, and an additional lining procedure is under consideration.